Event description:
It was reported that during a peripheral angioplasty procedure, a balloon rupture occurred. The target lesion was unspecified. A 3.0mmx40mmx135cm sterling balloon catheter was advanced to the target lesion. During the first inflation, the balloon ruptured at 4 atmospheres. The balloon was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patients¿ status was listed as "fine".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).